Manufacturer narrative:
(B)(4). Device manufacture date corrected to 05/2007. A device history record (DHR) review was performed on serial number (B)(4), and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test. This failure is indicative of a defective power supply pcb. The on-board power supply pcb was by-passed with a known good power supply pcb and the test was attempted again, this time successfully. Based on the investigation performed, the reported complaint of "unit will not turn on" was confirmed. It was determined that the power supply pcb is defective. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 04 jan 2007 and will be replaced.

Event description:
The event is reported as: the heater will not turn on prior to use. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the device was not returned at the time of this report. The device history record (DHR) review did not show issues related to the complaint. The device was manufactured on 06/13/2007. A document assessment ((B)(4)) was conducted and no changes were required. The reported complaint cannot be confirmed since the device sample is not available to perform a proper investigation, determine the root cause and assign corrective actions. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The event is reported as: the heater will not turn on prior to use. There was no patient involvement reported.